Event description:
It was reported that pt states that she has been having pain and swelling in her right leg and hip since the surgery. She states that her hip feels spongy like there is extra tissue there. Her surgeon gave her a cortisone shot in the hip for swelling approx 7 months ago. She has also been seeing another rheumatologist for treatment for arthritis. She has been having pain in her lower back that runs down the back of her right leg down to the knee. Her primary physician ordered an MRI on her back in early (B)(6) 2012 which showed she has bulging disks and arthritis in her lower back. She has been prescribed muscle relaxant medication which doesn't seem to help. She also takes vicodin and hydrocodone for the pain which do help. Problems in this hip began about one month after the surgery. She gets a sharp pain at the implant location at least once a day. She will be scheduled by her surgeon for blood test and an MRI after which she will see the surgeon for review of testing and general f/u.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.